Event description:
Perimount valve; explant after approximately 9 months due. Cause unknown. Valve will be sent back to facility for evaluation. Valve was replaced with a 2900-25mm heart valve.

Manufacturer narrative:
Device not returned.